Manufacturer narrative:
Additional quality control testing of samples is pending.

Event description:
Clinical data collection site reported using duramatrix suturable on patient. The circumstances under which the product was used was not specified; unknown when and where product was used on patient. Patient was reported to have developed a wound site infection and started bactrim. Intervention required, as patient had to go back to operating room for a wound wash to wash out the infection. No additional information was provided on patient status or patient outcome.

Manufacturer narrative:
Additional quality control testing showed the product met acceptable sterility and ph criteria.